Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.503.081; lot: u308031; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: may 03, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Two screwdrivers were returned to depuy synthes zuchwil for evaluation. Depuy synthes then conducted visual inspection of the returned devices. Visual analysis of the returned screwdrivers determined that the front part shows clear signs of use, such as nicks and dents on the driver and the edges of the blade end are worn. The damaged/worn condition of the distal tip is consistent as an end of life indicator for the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. After the evaluation of the instruments, it was determined that the loss of connectivity is due to the worn condition of the instrument. The visual signs are indicative of a part that has been used numerous times and the worn condition is an end of the life indicator for the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during ssro in the mandibular jaw on (B)(6) 2021, the surgeon reported that two screwdrivers had less connectivity with the screws. Although the screwdrivers were attached, the screws fell off easily. Procedure was completed without surgical delay. The surgeon confirmed that he followed surgical technique accordingly. This report is for one (1) matrixmandible screwdriver bld self-retaining/90 degree. This is report 2 of 3 for complaint (B)(4).